Event description:
On (B)(6) 2011 customer reported there was a cleaner leak at the lower front, right hand pump module, of the hmx autoloader instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and observed a leak at pinch valve 49. Fse replaced the tubing and verified the instrument operation. No further leaks were reported.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).